Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of "low" (less than 10 mg/dl). 139 mg/dl and 169 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated she took her normal 18 units of novolog after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.